Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were not given while wearing the pod for an unknown amount of time. Symptoms reported include shakes, chills, and was vomiting. The patient was treated with IV (intravenous) insulin drop, fluids, and zofran. It was also reported that the pod was not sticking properly causing the cannula to dislodge. The patient was released the following day. The pod was removed at the house and discarded the pod.